Event description:
It was stated that the #13 contact impedances had been out of range since a pocket revision that occurred in (B)(6) 2013 (see related (B)(4)). It was reported that prior to yesterday, the #13 electrode showed >10000 ohms with all contacts. It was reported that the patient was able to feel stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).